Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) has gas loss alarm. There was no patient harm or injury was reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 event site name: advocate illinois masonic med ctr a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1(event site telephone), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. In the previous MDR, it was incorrectly selected as both initial and follow-up in g6 field (type of report). Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer mentioned the alarm had gone off, went into standby, and was told by another colleague to use the iab fill key and restart therapy. The customer was inquiring what to do if it went off again. The customer did not utilize the help screen. Personnel had the customer verify there was no blood in the helium tubing, all connections were secure, and appropriate and there were no visible kinks in the line. Then personnel explained the nature of the alarm and based on the information given by the customer, regarding the patient's hemodynamics and clinical picture, the alarm was likely caused by changes to intrathoracic pressure related to intubation with a peep of 8. The customer was encouraged to call again should the alarm go off several times in an hour so it could be troubleshot together. The customer called back, saying the alarm had gone off a second time, and denied the alarm going off several times in an hour with appropriate troubleshooting. The customer stated they missed that portion of discussion in the initial phone call, they denied additional quetions.

Event description:
N/a.